Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected to dilate the target lesion. During the procedure, it was noted that the balloon ruptured at 6 atmospheres. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified 10mm distal to the distal edge of the proximal markerband. The rated burst pressure of this flextome cb monorail device is 12atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. No damage was observed on the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected to dilate the target lesion. During the procedure, it was noted that the balloon ruptured at 6 atmospheres. The procedure was completed with this device. No patient complications were reported.